Manufacturer narrative:
If the lens was implanted and therefore unknown if explanted (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. Device evaluation: the preloaded delivery system was returned without the intraocular lens to the manufacturer. The plunger was observed in advanced position and locked. The cartridge was correctly engaged into the device. Neither assembly error nor defect related to the manufacturing process were observed. Visual inspection was performed with 10x microscope magnification. The pushrod was exposed out of the cartridge tip. Lack of lubricant material was observed in the device. The lens was not returned in or out of the device. The condition of returned sample is consistent with a product that was handled and prepared for surgical process. A drawn imaged of the cracked lens was received. However, the suspect product was not received for evaluation. Therefore, the reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no additional complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a crack was found on the intraocular lens (iol). It was noted that the physician had no issues setting-up the product at the time of the implantation. There was no patient injury. No additional information was provided.